Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with insulin pump¿s battery lifetime, high blood glucose, and crack on the back of insulin pump. The customer reported blood glucose value of 30 mmol/l. The customer reported feeling unwell, mentioned weakness and thirst treated with other. Customer reported the following led up to the event: customer was unaware. The event involved product(s) mmt-1712k. Customer was using the insulin pump system within 48 hours of the reported event. It was unknown that customer was using the auto mode/smartguard feature at the time of the event. Customer was instructed that the pump will be replaced. No further patient complications were reported. Product return was requested for mmt-1712k and customer response was the device will be returned. The customer will discontinue to use of the insulin pump.

Manufacturer narrative:
The pump passed active current test, sleep current test, displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self-test. Successfully downloaded thus and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: 03/31/2024 08:45:14.000, fault 11: 03/29/2024 07:27:00.000, fault 58: 03/31/2024 08:08:44.000, fault 73: 03/29/2024 06:56:00.000 and fault 104: 03/28/2024 21:25:00.000 were found in the history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and lcd assembly. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and cracked case (battery tube). Charge/battery lasts less than expected was not confirmed. Unable to verify high bgs. Cosmetic damage confirmed at back of the pump. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.